Event description:
Artifact was present during AED deployment. (B) (4).

Manufacturer narrative:
Method: based on customer's account of the incident. Result: artifact was present during analysis. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy. Device labeling and voice prompts instruct the user on how to address artifacts.